Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a surgical lead on (B)(6) 2011. It was reported that she began experiencing weakness and instability in her legs shortly after implant. A CT scan and myelogram have been ordered by the physician for further evaluation. No further information is available at this time.